Manufacturer narrative:
Serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all patients were not crossing over from ehr to multiple stations. A technical support specialist reviewed the two patient samples and confirmed that both were currently in pre-admitted status. This was the reason they were not appearing on the devices. If device visibility for pre-admitted patients was required, this can be enabled by checking the show preadmission option in the device configuration. The customer confirmed that the patients appeared on the station and the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, patient profiles failed to cross over from the ehr to multiple pyxis stations located in the surgical area. The customer indicated that no error messages were displayed on the affected stations. A reboot was performed on one of the machines; however, the issue persisted. The customer contacted the hit team, which reported no identified issues on their end. There were no delay or adverse events or injuries reported based on this event.